Event description:
Report received that the device did not alarm for air in line during routine preventative maintenance testing. There were no reported adverse pt events associated with the device while in clinical use.